Event description:
Reporter alleged blood glucose device measured 452 mg/dl on vial #1 of test strips, 356 mg/dl on vial #2, and 118 mg/dl on vial #3 when all tests were taken 1 minute apart. It was stated all 3 test strip vials contained the same lot number, catalog number, and use-by-date. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.